Event description:
It was reported that the patient presented to the clinic with shortness of breath, fatigue, and bradycardia. The right ventricular (rv) lead did not capture at maximum outputs and had high thresholds. A dislodgement was confirmed. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.